Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that a patient had a large seroma at the pocket site. The patient was experiencing swelling and heat at the pocket, so the physician explanted the ipg. Further testing revealed that the patient had an infection. The physician explanted the paddle lead, and the patient was prescribed vancomycin.